Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that forceps broke during surgery. The hinge pin became loose and the location of the hinge pin is unknown. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: this insert broke while being used in a patient today during surgery rep does not know all details. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be user excessive force, instrument wear, or reprocessing/handling error. Gtin: (B)(4).

Event description:
It was reported that forceps broke during surgery. The hinge pin became loose and the location of the hinge pin is unknown. The procedure was completed successfully.